Manufacturer narrative:
The returned device appear to be not deployed, with no soft cannula seen from the housing exit. A full paint decoration was present, so nothing could be viewed from the top housing. The top housing was removed and the pink slide was verified to be held in place by the catch beam, with the linkage assembly found in a fully retracted position. After removing the bottom housing, the soft cannula was found to be shortened and out of specification, measuring only 0.603 inches. The fluid path pass through test could not be effectively tested due to the state of the soft cannula. It could not be determined if a leak occurred when the soft cannula was intact.

Event description:
It was reported that the patient's blood glucose levels reached over 250 mg/dl while wearing the pod longer than 48 hours. Patient noticed insulin was leaking from the pod's infusion site. Method of treatment was not provided.